Event description:
The company was notified that during the implant procedure one of the valve leaflets broke. Surgeon reported that he didn't push the valve "violently." The device was removed and another sorin valve was implanted.

Manufacturer narrative:
Device evaluated by manufacturer. The device is in the process of being returned at the time of this report, therefore a summary evaluation is not yet available. Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Result: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device evaluation has not commenced pending receipt of the subject valve.